Event description:
The 0.014" filterwire ez embolic protection system was used to treat a moderately severe left renal artery stenosis as part of a stent placement procedure to prevent additional nephropathy as wall as potentially improve blood pressure control. A 6 f rdc guide catheter along with the sos-1 5 trench catheter was used to get fair support. The rdc catheter was advanced through the stenotic segment, and a 6.0 x 10 mm, medtronic racer stent was advanced and deployed at 8 atm after placing a filterwire ez distally and deploying the filterwire without difficulty. It was then withdrawn through the aorta and the stent delivery balloon was used to post dilate the origin of the stent to 8 atm to the stent edge. Upon removal of the stent delivery balloon, the nitinol hoop of the filter device became lodged within the distal aspect of the stent and could not be freed. Attempts to free the nitinol hoop of the filterwire were unsuccessful and it actually became separated from the wire. The filterwire was removed leaving behind the nitinol hoop and filter type socket. Attention was then directed to trapping the retained filterwire hoop in the stented segment. A 7 french sheath was placed in the right brachial artery, then a 7 french multipurpose guide catheter was advanced through the subclavian artery and ultimately engaged the left renal artery. A 6.5 x 20 mm aviator balloon was used to further expand the stent. Additional efforts were turned to placing a stent system; however, it was extremely difficult to find both stent delivery length compatibility and guide catheter compatibility. A 0.035 inch long stiff angled glidewire and a 6 x 20 mm boston scientific ultrathin balloon was used with a hand crimped 25 mm length iti stent. The stent delivery system was positioned under careful fluoroscopic guidance and the stent was deployed at 8 atm using care to place the stent distal to the nitinol hoop. The stent was actually long enough to cover the ostium of the renal artery as well. Repeat angiography showed excellent expansion, and the nitinol hoop appeared to be sandwiched between the two stents.